Event description:
Healthcare professional reported left side deflation. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: the device related to the reported event of deflation was received on jul 27, 2023, with lot number 2268686. Based on the device analysis grid, the assessments of the complaint are: deflation: observed opening on anterior side assessed as unidentified (tear) opening (shell thickness within specification). Additional observations: observed creases on the device. Observed wear abrasion on the device. No further actions are required as the device was implanted.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.